Event description:
The customer received questionable results for benzodiazepines plus (benz) on one patient sample. The initial benz result was negative using the qualitative 200 ng/ml cutoff screening test. The result was reported outside of the laboratory. The sample was sent to a reference laboratory and was tested by gas chromatography/mass spectrometry (gc/ms) and generated a result of 1557 ng/ml lorazepam in the sample. The customer deemed the gc/ms result to be the correct result. There was no adverse event. The lot number for the benz reagent in use was 68216501, with an expiration date of 01/31/2015. The field service representative found the gear pump pressure was low. He adjusted the pressure to specification. He performed mechanism checks, which passed. The customer performed calibration and qc successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined that lorazepam metabolites have a 0.5% cross reactivity with the benz assay. Since lorazepam metabolites are frequently present in the urine, the assay will not detect it with the found concentration. This is indicated in the product labeling.